Event description:
Complainant alleged that the medics were called to treat a 78 yr old male pt who was in a code situation. The family was performing CPR on the pt when the ambulance crew arrived on the scene. The medics monitored the pt with the device, and received an asystole reading from the device, and then the device displayed an "error 56" message. The medics changed the device battery, and still received the same message. The medics called for another ambulance, and was met by that ambulance unit several minutes later as they were enroute to the hosp. The medics then monitored the pt with the second ambulance unit's device. The device showed the pt to be in ventriculator fibrillation. The pt subsequently expired.